Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and device dislocation ("migration of essure device / failure to occlude fallopian tubes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida in (B)(6), haemorrhoids thrombosed in (B)(6) 2008, ovarian cyst and postpartum depression in (B)(6) . Previously administered products included for an unreported indication: fluoxetine, colace and repliva. Concurrent conditions included post-traumatic stress disorder, depression, irritability, anxiety, insomnia, visual hallucinations, cll and palpitations. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) , the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain/ back pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with antibiotics and surgery (ablation and hysterectomy and oophorectomy (bilateral) and salpingectomy (bilateral)). Essure was removed in (B)(6) . At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction and headache had resolved, the device dislocation, cystitis, urinary tract infection, vaginal infection, nausea, fatigue, menorrhagia and post-traumatic stress disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2009: results: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Event added: headaches. Event outcomes were updated. Treatment drug and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida in 2008. Concurrent conditions included post-traumatic stress disorder, depression, irritability, anxiety, insomnia, visual hallucinations, cll, hemorrhoids and palpitations. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy and oophorectomy (bilateral) and salpingectomy (bilateral)), surgery (ablation) and surgery (hysterectomy and oophorectomy (bilateral) and salpingectomy (bilateral)). Essure was removed in 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, fatigue, menorrhagia and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative . Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery in 2008. Concurrent conditions included post-traumatic stress disorder, depression, irritability, anxiety, insomnia, visual hallucinations, cll, hemorrhoids and palpitations. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and post-traumatic stress disorder ("ptsd"). The patient was treated with surgery (hysterectomy and oophorectomy (bilateral) and salpingectomy (bilateral) and ablation). Essure was removed in 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, nausea, fatigue, menorrhagia and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs and mr received. Events added: infection (bladder/ urinary tract/vaginal), apareunia, migration of essure device, nausea, fatigue, dysmenorrhoea and ptsd. Lab data and concomitant conditions was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), migraine ("migraine headaches") and back pain ("lower back pain"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant.). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, abdominal pain, migraine and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.